Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-apr-2025. Investigation summary: bd received one (1) customer sample for investigation. The customer sample was evaluated, and the needle had already been activated, so it could not be functionally tested for splatter. Therefore, 30 retain samples were subjected to sleeve function testing to assess splatter during use and all samples passed testing exhibiting no signs of defects to the device, leakage, or splatter during use. In addition, the 30 retain samples were subjected to retraction lockout testing and all samples passed testing as they were able to be activated properly with no evidence of defects, leakage, or splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: splatter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set after drawing blood by pressing the safety system that allows the canula to retract, if a drop of blood remains in the canula, splashes are projected onto the caregiver. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set after drawing blood by pressing the safety system that allows the canula to retract, if a drop of blood remains in the canula, splashes are projected onto the caregiver. No patient impact reported.